Manufacturer narrative:
Evaluation summary: upon analysis, no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the procedure to implant an implantable cardioverter defibrillator (ICD) it was determined that the device had exceeded the expiration date. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.